Event description:
It was reported that the tip of the driver was broken, and the tip remains in the screw thread though the surgeon tried to remove it. The surgeon used three fingers (thumb, first finger and second finger) during tightening.

Manufacturer narrative:
Investigation in process, but not yet complete.